Event description:
During a surgical procedure while using the rotating cf resectoscope inner sheath, the ceramic tip broke off in the patient, the surgeon was able to remove it with no patient injury.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.